Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint balloons used in the same procedure. Manufacturer report # 3005099803-2013-14143 addresses the first device, while manufacturer report #3005099803-2013-14144 references the second device. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2013. According to the complainant, during the procedure, while they were pulling out a stone using the extractor balloon, the catheter stretched and broke into two pieces leaving one portion of the detached part inside the scope while the other portion in the physician's hand. The same issue occurred with the second balloon; the catheter stretched and broke into two pieces. The detached catheters were removed together with the endoscope and it was confirmed that there were no fragments left inside the patient. The procedure was completed with another extractor balloon. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the catheter shaft was found intact. The catheter shaft was also found to be stretched between 144 cm and 144.3 cm from the distal tip and kinked at 144 cm from the distal tip. The reported event of catheter broken was not confirmed however the event of shaft stretched was confirmed. It is likely the physician met resistance during catheter withdrawal. Stretch mark and kink found on the catheter are consistent with an excessive force being applied to the catheter upon catheter withdrawal. It is possible that a stone present in the bile duct blocked the catheter or the distal tip of the catheter was caught by scope elevator. The most probable root cause of this event is operational context as due to some procedural/anatomical factors encountered during the procedure performance of the device was limited. The device history record review confirms that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two complaint balloons used in the same procedure. Manufacturer report # 3005099803-2013-14143 addresses the first device, while manufacturer report #3005099803-2013-14144 references the second device. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, while they were pulling out a stone using the extractor balloon, the catheter stretched and broke into two pieces leaving one portion of the detached part inside the scope while the other portion in the physician's hand. The same issue occurred with the second balloon; the catheter stretched and broke into two pieces. The detached catheters were removed together with the endoscope and it was confirmed that there were no fragments left inside the patient. The procedure was completed with another extractor balloon. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.